Event description:
It was reported that a patient underwent a breast augmentation revision surgery with unspecified mentor breast implants. Post-operatively, the patient experienced hair loss, joint stiffness, and unspecified abnormal bloodwork. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since the impacted device is unknown, it will be defaulted to a gel device in d2a. Common device name and d2b. Procode for reporting purposes only. No patient contact information was provided; therefore, no follow-ups could be performed. If additional information is received, a supplemental report will be submitted. This report is for the left implant. Refer to manufacturing report number 1645337-2023-12761 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. The initial reporter's geographical location was not provided. H6 health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).